Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed due to a cut on switch one, water tightness was lost. In addition to the findings noted in section b5, the following findings were determined; the water tightness was lost due to damage on up/down knob, the adhesives around light guide lens had a white-clouded area, the adhesive around light guide lens was peeled, the objective lens had a chip, the adhesives around objective lens had a white-clouded area, the bending tube was damaged, the universal cord had a wrinkle and a scratch, the scope connector had a crack, the switch one had wear and a cut, switch two had a cut, switch four had wear, the control unit had discoloration and a crack, the scope connector was dirty due to water leakage, the adhesive on bending section cover (black covering of the bending section) had a white-clouded area and a chip, the play of up /down knob was out of the standard value due to wear of angle wire, the bending angle in up direction did not meet the standard value due to wear of angle wire, the paint on the suction cylinder was peeled, and the plastic distal end cover had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope switch button 1 had a water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.